Manufacturer narrative:
The device was returned for analysis. The analysis had not been completed at the time of this medical device report submission. This is a known problem and a CAPA was previously opened. As a result of the CAPA, a minor device modification was made and was cleared on 12/07/2012 under a 510 (k) (k122546). The evaluation codes provided above are typical for this known device issue. A supplemental MDR will be submitted if additional relevant information is received.

Event description:
Prior to removal of the delivery system, the device was locked with the thumb slide all the way back. Upon removal, the catheter tip caught on the 6fr introducer sheath. The end of the introducer sheath was reportedly in a tight angle. It was reported that resistance was experienced during removal. The tip was in the delivery system's sheath which was successfully removed. There were no additional complications.